Event description:
I had lasik in 2004 (to take away my glasses due to them falling on my face as my work requires my face tilted downward). I was left with immediate dry eyes, halos, double vision. I cannot drive at night any longer. I am an owner of an art and framing gallery and due to the lasik, I cannot read very long and when I blink, everything shifts so it makes my work very difficult. My eyes burn from the minute I wake to when I go to bed. I have been to 21 doctors and been on so many medications and steroids and no one has come up with an answer. The steroids caused a cataract in my left eye, and after surgery, part of the flap is open at night and I can see part of my iris in my vision. As in any surgery, everyone heals differently, but this surgery has to do with our eyes. Every doctor that does lasik should be forced to tell every patient that they could end up in this 20% of failure. I have my days when I have a melt down and wish I was not here. I am a (B)(6) woman, and I can never wear eye makeup again. This surgery has seriously affected my life and I have not slept through an entire night for 12 years as my eyes wake me with the pain of severe dry eyes. It is wearing me down. I never would have done this if I knew what I know now. I have a customer (doctor) from a very well known eye institute and he said, " I wish you had asked first before deciding to do the surgery. Look at how many doctors who do lasik, wear glasses!". Thank you.